Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, arm movements appear to replicate the signals. The lead would continue to monitor the patient with routine follow ups. The patient was stable.